Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near the display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported via phone call low blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with soda. Troubleshooting for cosmetic damage was performed. Customer advised the infusion set would not screw in during the rewind process. Customer advised the reservoir would not lock into place. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.